Manufacturer narrative:
A patient unable to set implanted system to MRI mode due to high impedances on the lead(s) was reported to abbott. As a result, the patient's lead was replaced and repositioned for better coverage. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient experienced impedances on their lead that prevented them from MRI mode. Surgery may take place to resolve the issue.

Event description:
It was reported the patient underwent a replacement surgery, the new lead was repositioned for better coverage. And it was confirmed the previous lead had a high impedance. Therapy restored, no complications.